Event description:
It was reported that an increase in capture threshold was noted. It was also stated that pacing lead impedance decreased. The patient had been lost to follow-up since implant. Further information could not be obtained.

Manufacturer narrative:
Na